Manufacturer narrative:
Results of investigation: vyaire medical field service technician went onsite to evaluate the device. Error log: exp temperature error. Technician adjusted micro switch. All work performed in accordance with avea service manual revision g. Performed est and performance check all passed. Ventilator is operational and meets manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that device error occurred on the avea ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.